Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The f050 error was replicated on one out of seven attempts while using the same shunt sensor used during the event reported by the device user. Error f050 is related to failure of a pressure measurement internal to the blood gas analyzer (bga). Therefore, the bga was replaced. Subsequently, the device successfully passed testing. The faulty bga will be returned to terumo for further evaluation.

Event description:
The device user (du) reported a f050 message (barometric pressure measurement failure) during calibration of the terumo shunt sensor. Troubleshooting was completed. Afterwards, the device calibrated for ten minutes and then again showed message f050 on the console screen. The du attempted the calibration twice with the same f050 result. It was recommended that the du swap to another metra device. Subsequently, calibration was successfully completed on the other metra.

Manufacturer narrative:
E1 was updated to reflect the correct initial reporter of this event. Terumo evaluated the device. The supplier was unable to duplicate the f050 error and the device passed all testing. As a precaution, the auxiliary printed circuit board assembly was replaced due to intermittently occurring errors.

Event description:
The device user (du) reported a f050 message (barometric pressure measurement failure) during calibration of the terumo shunt sensor. Troubleshooting was completed. Afterwards, the device calibrated for ten minutes and then again showed message f050 on the console screen. The du attempted the calibration twice with the same f050 result. It was recommended that the du swap to another metra device. Subsequently, calibration was successfully completed on the other metra.